Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the emergency room with chest pain. Upon interrogation, high capture threshold and low, out of range pacing impedance were observed. The patient was hospitalized and then transferred for lead repositioning. When repositioning was unsuccessful, the lead was successfully explanted and replaced due to micro-dislodgement. The patient tolerated the procedure well.